Manufacturer narrative:
A product investigation was performed for this device. The actual device was not returned to the manufacturer for evaluation. The root cause of the broken screw is undetermined. Nail migration was caused by the screw breakage. The radiographic and clinical data were reviewed by a sign orthopedic surgeon. Sign fracture care international continues to monitor these events as part of our post market activities.

Event description:
We became aware on (B)(6) 2016 that a sign im nail implanted to repair a fracture required a second surgery to correct a broken screw and migration of the nail. Surgeon comments: "surgery was just to adjust the nail and fix the distal slot with two longer screws."